Event description:
Patient had one endeavor drug eluting stent implanted during the index procedure. It is reported that the patient had an mi approximately 19 months post index procedure. Investigator did not assess if the event was related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of the procedure.